Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. When the service technician removed external power source the device instantly shut down with a ventilator inoperable (inop) alarm. The service technician replaced the internal battery and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. Review of the event trace revealed multiple "ln vent1" conditions. All other event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that lap top ventilator 1200 experienced a complete system failure while connect to a patient. The customer confirmed there was no patient harm associated with the reported event.